Event description:
Information received indicates the right siderail will not latch in the highest position due to rust in the pivot arm.

Manufacturer narrative:
The technician replaced the right siderail to repair the bed.